Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer replaced the faulty gear pump head and the degasser module and performed verification checks and a successful qc run to verify the proper function of the instrument. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium and phosphorus results for one patient sample tested on the cobas 4000 c311 stand alone system. Calcium: initial result was 1.8 mg/dl. Repeat result was ~ 10 mg/dl. Phosphorus: initial result was 12.7 mg/dl. Repeat result was 3.3 mg/dl. The tests were repeated as the physican questioned the results. The repeat results were deemed correct.